Event description:
Report rec'd indicates: "unable to disconnect from connection. On 2 occasions, on the same pt with a broviac catheter, the user was unable to disconnect the tubing from the stopcock connection and the huber needle from the stopcock. It was broke off in both cases (only the one from the tubing supplied.) It resulted in the pt having to have the broviac replaced."